Event description:
Event description guidant received information that the patient with these 4087 atrial and 4457 right ventricular leads lost consciousness while hospitalized over the weekend. The caller suggested the patient's intrinsic rate may be competing with the sensor rate, resulting in an occasional loss of capture. Atrial noise was also noted. A review of the daily measurements, arrhythmia logbook and other measurements did not indicate any performance anomalies. A review of electrograms revealed atrial tachy response and ventricular noise from a month before the syncope; however, there were no observations that correlated with the time of the syncopal episode. A chest x-ray of the leads revealed no anomalies.